Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the samples submitted for evaluation. Bd received one 22ga insyte autoguard unit within an open package from lot number 9021607. Through the visual/microscopic evaluation, the needle was fully retracted within the safety barrel. Upon removing the needle cover from the needle assembly, the catheter stayed lodged into the cover. The catheter-adapter assembly was incorrectly oriented within the needle cover. The reported issue was confirmed. Since the unit was received within an open package, we were unable to confirm whether the cover or the catheter/adapter were manipulated prior to use (user environment) or was caused by mis-orientation (manufacturing). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a disconnect between catheter and spring cannula. The following information was provided by the initial reporter: disconnect between catheter and spring cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a disconnect between catheter and spring cannula. The following information was provided by the initial reporter: disconnect between catheter and spring cannula.